Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 06may2024, it was stated that the hospital equipment department had removed the battery and restored the device to normal use after reinstating alternating current (ac) power. Clarification is being requested in a good faith effort (gfe) on if a replacement battery was reinstalled into the device. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the device did not work following the shutdown. This investigation is ongoing.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the device did not work following the shutdown. In a good faith effort (gfe) response from the authorized service provider (asp) received on 06may2024, it was stated that the hospital equipment department had removed the battery and restored the device to normal use after reinstating alternating current (ac) power. Clarification is being requested in a good faith effort (gfe) on if a replacement battery was reinstalled into the device. In a gfe response from the asp received on 17may2024, it was confirmed that the customer had not reinstalled a battery before connecting the device to ac power to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.